Event description:
It was reported that customer experienced altitude alarms. There was no reported adverse impact to the customer. Reportedly, the customer would reset the pump and resume insulin therapy.